Event description:
It was reported that upon interrogation in clinic, loss of capture of right atrial (ra) lead and pacemaker was noted. X-ray showed no dislodgment of the ra lead. No changes or interventions were reported; the device will continue to be monitored. The patient's condition was stable.